Manufacturer narrative:
The pipeline flex was returned for evaluation without the catheter. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the pipeline flex braid appeared to be fully opened and moderately frayed. The proximal end of the pipeline flex braid was found fully opened and no damage. No bend was observed on the pushwire. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the distal end as the distal end of the pipeline flex braid appeared to be fully opened and moderately frayed. In addition, the proximal end was fully opened and no damage. The damage to the braid on the end of the pipeline flex is likely the results of the physician re-sheathing the device more than recommended two times. It is likely that the patient tortuous anatomy may have contributed to the failure to open issue. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tip of the stent could not be opened in the distal end, even after two attempts. Less than 50% of the pipeline had been deployed when it failed to open. Resheathing and pushing/pulling of the device did not resolve the issue. As a result the device was removed with the microcatheter. Post procedure angiographic results showed aneurysm retention. The patient was undergoing surgery for treatment of an unruptured, saccular aneurysm with a max diameter of 7.56mm and a neck diameter of 6.74mm. It was noted that the vessel tortuosity was moderate. There were no related patient symptoms. The devices were prepared as indicated per the IFU. Ancillary devices include a navien guide catheter, marksman microcatheter, synchro guidewire.